Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the long cable had recognition failure. There were no patients present during this event.